Manufacturer narrative:
Results of the investigation were inconclusive based on the information available. The device lot history records and manufacturing records were reviewed and no evidence was found to suggest the device did not meet specifications prior to distribution. X-rays have not been obtained to confirm the failure of the implant and the reported non-union. The catalog part number for the implant that is reported to have experienced failure is 7120-2020kt however the lot number is unknown because two implants with the same part number were used in this case. X-rays and pictures of the broken implant have not been received. Per the doctor, the implant fractured in the leg 3-4mm from the top of the bridge. According to the doctor, there was a host of factors which he believes may have contributed to the mechanical failure of the implant and the resulting non-union. These factors include: patient compliance with weight bearing post op, bone quality, gentetic ability to mobilize osteocytes to the fusion/fracture site, and the patient is a smoker.

Event description:
Original surgery date - (B)(6) 2017. Failure detection occurred 5 months post op (end of (B)(6)). Post operative follow up visit discovered one nitonol staple fracture and non-union of fusion site. Per surgeon, the patient had a host of factors which may have contributed to the mechanical failure of the implant and the non-union of the fusion site. These factors include: patient non-compliance in regards to weight bearing, poor bone quality, genetic ability to mobilize osteocytes to the fusion/fracture site, and the patient was a smoker. The revsion surgery involved removing the broken device and implanting a new staple implant used in combination with a plate implant.